Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The patient¿s second lead was implanted too anterior to program any effective therapy. The patient¿s managing physician has referred the patient to a neurosurgeon for a possible lead revision. The patient confirmed having no falls or trauma. An impedance check returned all 16 electrodes on their two leads to be within normal limits. Several attempts at programming failed to garner any coverage in their painful areas of implant on the second lead. The patient has been referred out for a possible lead revision. The consultation with a neurosurgeon is scheduled for (B)(6) 2019. Currently, lead one is providing the patient good coverage and pain relief. However, the patient would like to get the lead revision as soon as possible as they have met their insurance deductible for the year. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.